Event description:
I am a Type 1 Diabetic using Omnipod Dash. Since early-mid 2025 I have noticed thedevices having an increasing amount of connectivity and failure issues. This latest boxof 5 devices I used all had failures, two incidents in the middle of the night leaving mewithout insulin for over 8 hours (Lot: PDU1U10292521), and another incident of failure aday after applying while I was at work. Fortunately, I always bring a couple backups. THIS REPORT CAPTURES OMNIPOD DASH #4. HEALTH EFFECT CODE: 4582. DEVICE PROBLEM CODE: 2900, 2917. REFERENCE REPORTS; CDRH-50068305, CDRH-50068353, CDRH-50068423, CDRH-50068557.